Manufacturer narrative:
The reported event was confirmed. The device was used for treatment. Visual evaluation of the sample noted one opened (without original packaging), used dome bag with a sample port connector, drainage tubing, partially filled inflation syringe, silicone foley catheter, and an intact tamper evident seal. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but leaked solution from a 0.013" hole in the balloon. There were no missing pieces noted. Balloon pinholes were not permitted. The catheter was confirmed to be 16 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect jaw fixtures used (leading to overstretching or damaging the balloon). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this pamphlet is for information only. Only qualified medical personnel may insert a catheter, which is a medical device available through prescription. Remember: 1. Don¿t disconnect, pull on, or twist your catheter or the drainage bag tubing. 2. If you notice leaks in the system, notify your nurse immediately. 3. Keep the drainage bag below the level of your bladder at all times. Do not place the drainage bag on its side - always keep the bag in an upright position. 4. Do not empty the drainage bag yourself.* notify your nurse if the bag becomes full." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley prematurely deflated after 10 days of use. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley prematurely deflated after 10 days of use. No medical intervention was required.